Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device doesn't turn due to a jammed motor was confirmed. It was found that the motor did not turn smoothly and that there was a short circuit in the motor cable. Also the resistance value of the keypad of the handcontrol set was out of specifications. The motor, motor cable and the handcontrol set were replaced and the device was cleaned, tested and found to be fully functional. Fluid ingress into the system is one possible root cause which may have damaged the motor and the motor cable. This would have caused the motor to not run smoothly and also in the short circuit. However, given the information provided we cannot discern a definitive root cause for the defective keypad of the handcontrol set. A manufacturing record evaluation was performed for the finished device (serial number: (B)(4), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate via phone that during an unknown procedure the motor of the micro tornado hp w handcontrol was jammed and didn¿t turn. The procedure was completed sing a replacement. No patient consequence and no surgical delay was reported. No additional information was provided.